Manufacturer narrative:
(B)(4). Examination of the returned product by a depuy france supplier confirmed the complaint. The root cause is attributed to user error; found deterioration of products during the assembly. A depuy france supplier reviewed the device history records and found the products conformed to the required specifications and found no manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4).

Event description:
When inserting the product, the surgeon could not get the threads to engage with the baseplate. After numerous tries with the new guide wires as instructed in the surgical technique, a new matching product was opened and inserted.